Event description:
The patient reported starting use of aligners in 2023 and has developed tmj confirmed by oral surgeon who placed the patient on prednisone, motrin 3 tablets/ 4 times per day and valium to sleep. The patient has been placed on a soft food diet for three weeks prior to the next treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.